Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2021 by the journal of surgical oncology titled ¿failure rates and outcomes after anatomic total shoulder arthroplasty are equivalent irrespective of subscapularis repair technique¿. The study reviewed three hundred and six (306) patients who underwent anatomic tsa: subscapularis repair (trans osseous vs primary tendon) using arthrex fiberwire, and suturetape to address soft tissue approximation and/or ligation. During the twenty-four (24) month follow-up period thirteen (13) patients experienced subscapularis failure. Ref: fryberger, c. T., brolin, t. J., wan, j. Y., azar, f. M. & throckmorton, t. W. Failure rates and outcomes after anatomic total shoulder arthroplasty are equivalent irrespective of subscapularis repair technique. Seminars in arthroplasty: jses 32, 138-144, doi: https://doi.org/10.1053/j.sart.2021.08.002 (2022).